Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button on the insulin pump got stuck and the numbers on the screen were ramping during a bolus attempt. The customer changed the battery and the act button is unresponsive. Blood glucose value was 180 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers raping/scrolling or button error alarm noted during testing. The device had broken reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and on the reservoir tube window, case cracked at the reservoir tube window corner, and cracked belt clip slot.